Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 20-30 bpm, due to loss of pacing output. The device was noted to be at eol (end of life), and only intermittent telemetry was able to be obtained. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.